Event description:
The customer reported, the system displays an intermittent filament regulator fail error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration. System operates as intended. (B) (4).